Manufacturer narrative:
This device was evaluated and repaired through the service repair process. Upon visual inspection the service technician replaced broken air-in-line sensor housing and replaced corroded right/left iui (inter-unit-interface). Based on the findings, service determined the reported issue was due to wear of air-in-line kit device history record a review of the device history record showed the device had a manufacture date of 13jul2015. The review was performed from the date of manufacture to the date of product release for distribution. A review of the device history record for sn (B)(6) was performed which confirmed that this device was not involved in a production failure which correlates to the customer reported issue. A review of the complaint history record was performed for the sn (B)(6) which did not confirm similar complaints with the same or related failure mode for this customer.

Event description:
It was reported that the device failed rate calibration. No additional information was provided. There was no patient involvement.

Manufacturer narrative:
The device has been received and an evaluation is pending. A follow up report will be submitted once the evaluation is completed.

Event description:
It was reported that the device failed rate calibration. No additional information was provided. There was no patient involvement.